Event description:
The pt received his scs system on (B)(6) 2009. It was reported that after about 6 months, the pt was no longer able to communicate with the ipg using the charger. The programmer would communicate with no problems. Attempts at using additional charging system and antenna were made with no success. An xray was taken which confirmed the system connections were intact. Ultimately the ipg battery depleted since the pt was not able to recharge the system. The physician explanted and replaced the ipg on (B)(6) 2009. The explanted ipg was returned to ans for eval. Follow up on the pt found that he was now able to successfully recharge his system.

Manufacturer narrative:
Evaluation: method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in a response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.